Event description:
It was reported that the external pulse generator's (epg) upper screen was not illuminating. It was recommended that the epg be returned for service and the status of the epg is unknown. There was no patient involvement.